Manufacturer narrative:
(B)(4). Patient medications: xanax, norvasc, and synthroid. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events may include, but are not limited to, improper placement and migration of the endoprosthesis. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm. It was reported that during the procedure the device (tgu212110/13190743) deployed distal (distance approximately 10cm) of the intended landing site unintentionally and partially covered the celiac and renal arteries. Reportedly, the location of deployment was verified under angiography before deploying the device. The physician used an aptus endoanchor device to grab the proximal end of the conformable gore® tag® thoracic endoprosthesis and was able to drag the device above the celiac artery. Three additional conformable gore® tag® thoracic endoprostheses were implanted proximally to reach desirable coverage area. The patient tolerated the procedure.